Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope image turns green. There is no report of patient harm.

Event description:
It was reported that the rigid video scope image turns green. There is no report of patient harm.

Manufacturer narrative:
Additional information: d8, d9, h2-4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunction was identified during the device evaluation: broken video cable. A definitive root cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.